Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to lead conductor fracture. Another lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to lead conductor fracture. Another lead was successfully replaced. No adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.